Event description:
Additional information from the hcp reports the patient wanted the device removed due to "therapy failure.

Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant or implant duration was provided.